Event description:
Caller reported cartridge alarm 20, which resulted in a blood glucose level of approximately 500 mg/dl. Customer addressed the high blood glucose by administering a correction injection through multiple daily injections (mdi) and did not require third-party assistance. Tandem technical support arranged to replace the faulty pump with a new one that includes updated software, and customer acknowledged the process for returning the problematic pump and how to set the old pump into storage mode.